Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 215-275 mg/dl. Reportedly, the customer changed out infusion sets to resolve the issue. Tandem technical support unable to trouble shoot.